Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 13 april 2021 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. All photographic evidence was reviewed. No images depict this specific product. Reported allegation cannot be identified without x-ray evidence to examine. The fixation surface of the tibial tray was devoid of bone cement. However no evidence of implant loosening at the cement to implant interface could be identified from the photos provided. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 13 april 2021 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed all qc release specifications met (B)(4) units released. Device history review ==> device history reviewed 13 april 2021 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed all qc release specifications met (B)(4) units released.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain and tibial tray migration and loosening at the cement to implant interface. The surgeon noted excision of scar tissue. The tibial tray and tibial insert were revised. The patellar and femoral components were retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2014, dor: (B)(6) 2017, right knee.